Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer's blood glucose level was 170 mg/dl. During troubleshooting with tandem technical support, the customer reloaded the same cartridge onto the pump and resumed insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy.